Manufacturer narrative:
Evaluation of the returned handle revealed that the nosecone funnel was damaged. If the proximal end of the pod coil pusher assembly is forcefully inserted into the handle, damage such as this may occur. If the nosecone funnel is damaged, the handle may not function properly. During functional testing, the handle was tested with a handle test fixture and performed within specification. A demonstration pod coil was able to be detached with the returned handle without an issue and then the proximal end of the pod coil pusher assembly was removed from the handle nosecone without issue. Penumbra handles are visually inspected and functionally tested during incoming inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up: 1. Section g. Box 3. Report source. This report is associated with MFR report number: 1. 3005168196-2021-01910, 2. 3005168196-2021-01911.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #02 MFR report: 3005168196-2021-01909 1. Section h. Box 6. Device code 1 this report is associated with MFR report number: 1. 3005168196-2021-01910 2. 3005168196-2021-01911.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-01910. 3005168196-2021-01911.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a ruby coil detachment handle (handle), pod coils, a non-penumbra microcatheter, a non-penumbra catheter, and a non-penumbra guide catheter. During the procedure, the physician advanced a pod coil into the target location and attempted to detach it using a handle; however, the pod coil failed to detach after multiple attempts. It was reported that the coil alignment zone separated, but the pod coil did not detach. Therefore, the physician pulled the pusher assembly of the pod coil with the handle to detach it. It was also reported that the physician experienced resistance while inserting the proximal end of the pusher assembly into the handle. Next, the physician advanced another pod coil to the target location and attempted to detach it using the handle; however, the same issue occurred. Therefore, the physician also pulled the pusher assembly of the pod coil with the handle to detach it. The procedure was completed using another handle and eight additional coils. There was no report of an adverse effect to the patient.